Event description:
It was reported that the driver tip broke during use. No patient complications were reported.

Manufacturer narrative:
Additional info: visual review identified driver shaft assembly pin breakage. Fracture surface analysis identified evidence of progressive stria tions, consistent with cyclic fatigue, consistent with the age of the product. The above observations are consistent with anticipated wear.

Manufacturer narrative:
(B)(6). (B)4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.